Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Additional medical records and part and lot codes were provided. The beginning of the revision operative report states that x-rays confirmed the acetabular component had migrated or rotated into a vertical position which was confirmed intraoperatively. The surgeon states that he felt the patient had a very shallow acetabulum congenitally that contributed to the dissociation. The components were changed and secured with 3 screws. He felt he had good purchase at that time. There are no other significant findings within the operative notes from either surgery that would suggest complications or deviations from the recommended surgical procedure. From the information provided including the surgeon statement regarding the patients congenital, shallow acetabular cup, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a loose, malpositioned cup. Update received (B)(6) 2014: - a review of medical records revealed that the cup that was previously reported as being revised due to loosening also had three (3) screws. Update rec¿d (B)(6) 2014 ¿ medical records received. Part/lot info provided so the unknown cup and 3 screws are being updated. After review of the medical records it indicated the patient was revised on (B)(6) 2010 for pain. Only the head and liner were replaced on this revision date. All products were reported for pain though, so pain is being added to the cup and 3 screws. There is no new additional information that would affect the existing MDR decision. The complaint was updated on :(B)(6) 2014.